Manufacturer narrative:
No device has been returned, customer provided batch number for evaluation purposes. Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. A review of the device history records and quality records associated with this device was not possible as the lot number was not identified.

Event description:
It was reported that during an elbow procedure using a magnum 2 knotless implant, the implant broke and would not load properly. The surgeon opted to complete the procedure using an alternate method. There were no significant delays or patient complications reported as a result of this event.